Event description:
The patient underwent an orif of a distal radius, right wrist on (B)(6) 2013. After reducing the fracture and implanting the plate, the surgeon attempted to put in a variable angle locking screw but it would not thread. The surgeon attempted to implant four additional screws into the same hole without success. He then took the plate off and put a new plate on with a new variable angle locking screw without issue. The remainder of the screws were implanted without any. Surgery was prolonged approximately 10 minutes. This report is 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device is used for treatment, not diagnosis.the threaded head, stardrive, fluted shaft, and 2.36mm diameter shaft confirms this as a member of the 04.210.1xx family of screws. However, all four screws provided are 18mm long making this an 04.210.118, not a 04.210.116. The drive is in good condition with only small impact type marks at each of the drive lobes. The top of the head is in good condition. The head threads have been lightly compressed at the major diameter for the full length of the head and affects thread profile. The first shaft thread has been compressed at the major diameter which affects thread profile. The remainder of the threads are in good condition, as are the flutes and tip. Due to the damage incurred and also because no lot number was provided, a finite evaluation could not be performed.(B)(4).

Event description:
Description should be corrected to read: the remainder of the screws were implanted without any issue.